Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The disposable set is unavailable for return because the customer discarded it. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
Investigation: the disposable set was unavailable for evaluation. The run data file (rdf) was analyzed for this event. Root cause: review of the rdf did not indicate an obvious root cause for the elevated wbc content. There were no events (changes in pump speed, substate changes, etc.) In the procedure that correspond with the onset of the overloading of the lrs chamber. Based on the available information, it is possible that this leukoreduction failure could be donor-related. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: a clean, unused trima set was received for investigation. No misassemblies or defects of the set were found. The device history records (DHR) were reviewed for this event. There were no events noted int he DHR that would have contributed to the elevated wbc count experienced by the customer.